Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during a stenting procedure for treatment of an in-stent restenosis in the right subclavian vein via access through an a/v graft, the endovascular stent graft could not be deployed. Another stent graft was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported event. The stent graft was found to be partially released a few millimeters. The distal end of the outer sheath was perforated by a stent graft strut which made complete stent graft deployment impossible. The outer sheath was found to be fractured. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The evaluation of the returned device showed that the stent graft could not be deployed due to a strut perforating the distal outer sheath of the delivery system. This may be associated with difficult anatomic conditions or a challenging placement site leading to increased friction and subsequent damage to the outer sheath. In this case, the lesion had been pre-dilated. Not using an introducer sheath may be another contributing factor to a damage of the delivery system tip and subsequent perforation. In this case, no introducer sheath was used. Insufficient flushing of the device also may contribute to increased friction force and subsequent device damage. On the basis of the information available and the evaluation of the sample, a definite root cause for the reported event could not be determined. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device of the same size." Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." The IFU indicates that an introducer sheath with appropriate inner diameter is required for the procedure and that the device must be flushed with sterile saline. Furthermore, the IFU states: "do not kink the delivery catheter or use excessive force during delivery to the target lesion."

Event description:
It was reported that during a stenting procedure for treatment of an in-stent restenosis in the right subclavian vein via access through an a/v graft, the endovascular stent graft could not be deployed. Another stent graft was used to complete the procedure successfully. There was no reported patient injury.